Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash by the hm wash pump cassettes. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on several patient samples. The results were reported to the physician. The samples were repeated and negative results were obtained. It is unknown if patient treatment was prescribed or altered. Two patients were transferred to other facilities. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.